Event description:
A customer reported following an intraocular lens (iol) implant procedure, the patient's vision was not as good as the patient's fellow implanted eye. The lens was exchanged.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).